Event description:
It was reported that an attempt was made to use a venaseal to treat a lesion in the great saphenous vein (gsv). Vein was occluded. Patient had normal varicose vein. Local anesthesia was used. Catheter lumen was flushed prior to use. A guidewire was used during catheter insertion and placement. This was the case of a patient scheduled for simultaneous bilateral treatment. Immediately after treatment on the left leg, as per the standard procedural procedure, redness developed along the treated blood vessels. The patient began complaining of itching in hands and feet, and vital signs were also abnormal, so it was determined to be an anaphylactic reaction and treatment was administered in accordance with the anaphylaxis treatment manual. After vital signs returned to normal, cyanoacrylate (cac) was performed on the right leg, and treatment was completed. No removal was required, and the patient completed the surgery in good condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.